Manufacturer narrative:
The reporter indicated the device is being sent to his company's headquarters for further evaluation and/or repair.

Event description:
Incoming technical support call. According to the reporter, the device turns off repeatedly after displaying low battery message, device is also plugged into ac. The customer recently took over operation of a clinic and the device was part of the inventory.